Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported the patient was not hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient has recovered from the event. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis therapy (twice a week). No additional information was available..